Manufacturer narrative:
Product analysis: a mix controller printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilation and an error message was found in the log. There was no patient harm reported.